Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the loosened coupler stopper. However, based on the investigation results, the malfunction related to the coupler detaching from the scope was likely caused by deformation of the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head had a loosened coupler stopper, and the coupler came off the scope. There was no patient involvement.